Event description:
The pt reported the infusion device makes noise during operation. She stated that on (B) (6) 2010 she began to feel ill and she vomited after lunch at 2:00 pm. Her blood glucose measured 1.9 mmol/l (34 mg/dl). She was taken by ambulance to the hospital. She stated that she had not given herself a bolus. Her normal blood glucose range is 4.5-10 mmol/l (81-180 mg/dl). No further info is available. The infusion device was requested to be returned for evaluation.

Event description:
On september 18, 2009, a baxter service representative notified corporate product surveillance that the facility has a syndeo syringe pump that experienced a possible overinfusion of morphine on (B) (6) 2009. During patient use. There was no patient injury associated with this event.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump and could not confirm the customer reported condition of "overinfusion". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
Co2 would not flow with filter on. Would not work unless filter was removed.====================== health professional's impression======================filter has "hourglass" tapering look to it, possibly hindering flow.====================== manufacturer response for laparoscopic pack, (B) (4) laparoscopic pack======================rep has been called and has taken samples from sister hospital and will come get this sample.

Manufacturer narrative:
(B)(4). The correct 510k, k031566. (B)(4).

Manufacturer narrative:
(B) (4). This device has been received in baxter's product analysis lab and is being evaluated. A follow up report will be submitted once the evaluation has been completed.